Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6943-58 lead, implanted: 2001 (B)(6); icf09b58 lead, implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that the patient complained of feeling "crummy" whenever their heart rate was low. In addition, t-wave oversensing (twos) was exhibited with the patient's right ventricular (rv) lead, and the device's effective pacing rate was noted to be lower than the programmed rate. Reprogramming was done, and the twos issue was resolved. No patient complications have been reported as a result of this event.